Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely due to the fluid invasion inside the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During inspection, the service repair technician identified that the device had error code b30 (scope communication error). There was no patient involvement.